Manufacturer narrative:
Correction: the date of this report is 15 october 2019; not 02 september 2019 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced pain with the device. The device was explanted on (B)(6) 2019.